Event description:
It was reported that during routine follow up, this implantable pacemaker was unable to be interrogated. A magnet was applied to attempt interrogating the device, however, no response was observed. In addition, a total of three programmers were used to interrogate the device and all were unsuccessful. Reportedly, the previous device checks were uneventful as the battery longevity appeared to be appropriate with the estimated battery decrease. Subsequently, the patient will be scheduled for a device replacement. The device remains in service at this time. No adverse patient effects. Additional information provided indicates the patient underwent a medical review regarding a further intervention. Reportedly, due to the existing patient condition and low pacing percentage required, and after discussion with the patient's family, it was decided to not perform an intervention for this case. The device remains implanted and is not available for return. No adverse patient effects.